Event description:
New information noted that the patient was experiencing chest pain. Programming changes were made to alleviate the issue. Lead revision was postponed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert. Upon review it was noted that the atrial lead exhibited low impedance and noise leading to oversensing and triggering false auto mode switch episodes. High amplitude, saturating noise was reproduced during the visit. Lead revision was discussed however no intervention was performed. The patient was in stable condition.

Manufacturer narrative:
A partial lead with the pin measuring 46.8 cm was returned for analysis. External insulation abrasion was noted at 39.5 - 39.7 cm from the pin breaching the inner insulation and exposing the inner coil this is consistent with the observation from the field of low pacing lead impedance and noise.

Event description:
New information noted that the lead was explanted and replaced. Patient was stable post procedure.